Manufacturer narrative:
(B)(6) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
It was reported that during the procedure to replace the associated ICD due to end-of-life conditions, measurements on the subject lead revealed an unstable ventricular threshold. Another lead was implanted, and the isoline lead remained in-situ.